Event description:
Jaw of grasper broke during procedure and fell into pt's abdomen. Dr immediately retrieved jaw and completed procedure. There was no adverse effect on pt; pt condition post-op was stable.